Manufacturer narrative:
The insulin pump was monitored for three days and all operating currents were within specification. No unexpected blank display was noted. The insulin pump was received with a cracked case on the display window corners, cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called to report the insulin pump turned off. Changing the battery did not resolve the issue. Blood glucose reading was 186 mg/dl. The customer stated she does not trust the insulin pump. Advised that the insulin pump will be replaced. Nothing further reported.